Manufacturer narrative:
One razorcut blade, 4.5 disp,ep-1 was returned for analysis. The returned blade was observed to have an area of scoring on the inner blade, just below the edge form. There was also scoring of the inside of the outer tip, adjacent to the scoring on the inner tip. A dimensional evaluation was conducted and all dimensional features were found to be in tolerance. There was no bend in either blade and no damage noted to the device. Functional gaging of the outer blade tip/tube alignment was acceptable and inner blade tip/tube alignment was within tolerance. At this time no cause for the failure has been identified. A review of the device history record was performed which confirmed no inconsistencies (method code). After the evaluation the root cause for the reported incident could not be determined. (B)(4).

Event description:
During a shoulder procedure it was reported that the blade was shedding. The joint was irrigated to remove shavings. There was no reported delay, patient injuries or complications.